Event description:
It was reported that the external pulse generator did not turn on and did not regulate the paces-per-minute correctly. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator did not turn on and did not regulate the paces-per-minute correctly. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator did not turn on and did not regulate the paces-per-minute correctly. Analysis did find the upper case, ring cover and both bail covers were broken, the battery release and lead flex cover were contaminated, the ring and both bails were missing and that the main printed circuit board was corroded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.